Event description:
Following first use of the stryker sustainability solutions, harmonic ace shears, the surgical tech and attending surgeon discovered metal shards on the tips of the harmonic. A new "like" device was then opened and used without complications. Diagnosis or reason for use: laparoscopic appendectomy.